Event description:
Patient had ivf infusing at 75 cc/hr. Site was flushed and checked at 8am and worked well. Urine output decreased and became oliguric. Ivf bolus given through another site with good effect on urine output. About 10:30am the pillow support under patient arm was wet and cold. Ivf moved to a new IV and the wrist one removed. Ivf was leaking between the IV tubing and new IV hub. Tightened with no visible cracks. Still leaked. Ivf stopped and tubing exchanged without incident.